Event description:
Lymphedema, fatigue, trouble concentrating, remembering, joint and muscle pain. Anxiety are the worst symptoms and they have gradually gotten worse since I got implants in 2015. Currently trying to find a surgeon to remove these breast implants.